Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) resulting in tricuspid valve regurgitation was likely due to the big coaptation gap. The reported patient effect of tricuspid valve regurgitation (tr) is a known possible complication associated with triclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 4003 was removed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult. Two clips were successfully implanted, reducing tr to a grade of 2. On the following day, imaging showed that the second implanted clip had partially detached from the septal leaflet and remained attached to the posterior leaflet, causing tr to increase to a grade of 3.